Manufacturer narrative:
Based on the data received from the customer, engineering investigation revealed that the autospect pro application was only designed to reconstruct cardiac spect data obtained with detectors positioned at 90° or 180° relative to one another. However, certain gamma cameras, e.g., the marconi axis and lrix cameras, permit acquisitions at other relative detector angles. Affected customers were notified by field safety notice (fsn 88100036) which was sent on 09-mar-2016. Field change order ((B)(4)) was released on (B)(6) 2016 to implement a software update to eliminate the problem.

Manufacturer narrative:
(B)(4). Internal cross reference: complaint pr# (B)(4).

Event description:
Initially philips received feedback from a customer reporting that when reconstructing data by the intellispace portal autospect_pro application some of the results may be different than expected. The feedback indicate that the affected data is created on legacy axis/irix gamma cameras manufactured by marconi medical systems using 102 degree acquisition protocol. Further information from customer received on (B)(6) 2015, leading our organization to report it. There was no report on patient involvement with this event, and no report of patient harm.